Manufacturer narrative:
The device was returned to mmdg for investigation. During the investigation the pump was found to be outside of the volumetric range that mmdg considers not reportable. During the investigation the pump history was also reviewed. The pump history shows that the pump had had the non-factory recertification completed by a third party servicer in 2017. The non-factory recertification traveller from the third party servicer shows that the pump had passed volumetric accuracy tests and that calibration was not performed. However, the pump history shows that the pump was calibrated and the infusion factor changed at this time, causing the pump to over infuse. The non-factory recertification was not performed correctly by the third party servicer. Several infusions are observed in the history after the calibration is completed incorrectly. The pump was serviced and returned to the customer.

Event description:
The initial reporter stated that the pump over infused and had a motor stall alarm. Mmdg made multiple attempts to follow up with the initial reporter, but those attempts were unsuccessful. (B)(4).